Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was previously surgically abandoned due to therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. During an right atrial (ra) lead revision procedure an attempt to explant this lead was made, however difficulty retracting the helix was experienced. The lead was subsequently explanted and returned for analysis. No adverse patient effects were reported.